Manufacturer narrative:
Seroma is a known adverse event as listed on the intera 3000 hepatic artery infusion pump IFU. Blank fields in the MDR represent unknown information at the time of this report. If further information is received at a later date, a supplemental report will be filed.

Event description:
It was reported to intera oncology by a healthcare provider that a patient with an intera 300 hepatic artery infusion pump had recurrent seroma. The hcp indicated the treating medical oncologist has drained a pump pocket seroma "several times" and was wondering about sclerotherapy treatment approaches to treat the recurrent seroma. Patient information, date of event, serial number, and other identifying information was not provided by the hcp.